Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, the staple line was bleeding, welling up in the bowel lumen, with clot formation but there was no blood loss of more than 500cc. The staple line had to be pulled out through enterotomy to inspect and oversewing occurred.